Event description:
The rotator broke during a left ventriculogram procedure. No injury or harm was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. Device history record was reviewed, complaint data base was reviewed. Conclusions: a follow up report will be submitted when the evaluation is completed.